Event description:
It has been reported to us that during the procedure, the guide wire became lodged inside the lead and stretched out while being removed. The physician was attempting to implant an lv lead for an upgrade procedure. The physician was using the guide wire through the lead which was also through an attain select ii. The physician attempted for approximately ten minutes to advance the guide wire into an acceptable coronary vein and was finally successful. The physician was then able to advance the lead over the guide wire into the vein. When the physician tried to pull the guide wire back, the tip of the wire stayed in place, but the proximal shaft was became stretched. The physician made a few unsuccessful attempts to remove the guide wire from the pt. The physician then decided to remove all devices together at the same time to insure nothing would be left behind. The physician continued the case successfully using another device. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.